Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were valid on the day of the event. Siemens reviewed the instrument data and determined that there were no issues with the reagent as (qc) recovered within acceptable ranges, and no issues were reported with other patient samples. Based on the siemens evaluation it was concluded that the preanalytical variable caused a falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The same sample was repeated on an alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial result and matched the patient's history. The customer drew a new sample and was processed on an alternate instrument. A newly drawn sample result recovered higher than the initial result and matched the patient's history. The repeat result and a newly drawn sample result were considered correct and the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.